Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. "The use of the synthes 7.3mm. Cannulated screw in rearfoot and ankle surgery: a preliminary prospective study." (1997). Rockett, m.s., zygmunt, k.h., and brage, m.e. The journal of fotot and ankle surgery 36(2): 87-94, 1997). This report is for unknown cannulated screw, unknown quantity, unknown lot. The investigation could not be completed as no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Event description:
This report is being filed after the subsequent review of the following journal article, "the use of the synthes 7.3mm. Cannulated screw in rearfoot and ankle surgery: a preliminary prospective study." (1997). Rockett, m.s., zygmunt, k.h., and brage, m.e. The journal of fotot and ankle surgery 36(2): 87-94, 1997). In this study, from october 1994-october 1995, 29 consecutive patients underwent reconstructive surgeries of the foot and ankle with the use of the synthes 7.3-mm. Cannulated screw system. The mean age of the patients was 40.86 years (range, 15 to 69 years). Sixteen male and 13 female patients were included in the study. This is report 3 of 6 for (B)(4). This refers to an unknown 7.3mm cannulated screw and refers to the serious injury - postop pain, runout of screws and hardware removed. This report is for the synthes 7.3-mm. Cannulated screw system.